Event description:
Additional information was received from the patient who reported that when they were doing a bolus, the handset when up to 90% and then it stopped for 2-3 minutes and did nothing and then took off again and went to 100%. The agent walked the patient through closing all apps and clearing data on the handset which resolved the issue. At the time of this report, the patient was allowed 4 boluses per day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were allowed 3 boluses per day and since the day they got the device when they would connect to the pump it would pause at 90%. During the call, the agent had the patient close all applications and then the agent walked the patient through clearing the data after which the patient was able to connect to the myptm screen showing deliver bolus. It was noted that the troubleshooting steps that were taken on the call resolved the issue.